Event description:
Nursing staff reported that a burning smell and smoke was seen coming from the ventilator, no pt was connected. There was no pt injury. The ventilator was later connected to the gas supply and with a pt circuit and a test lung attached. When the mode selector was switched to standby, full pressure was being delivered and the test lung fully inflated. Reference number lss-v06102

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care, ab, solna, sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.